Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the stylus connector was not working. The cooling fan was noisy, and the upper and lower left and right hinges were worn. The keyboard front latch/lower frame broken was broken. The card-bus release pins and bullet assay were broken. The cord bay door was missing, and the media door was damaged. The bezel has a small area of damage but considered acceptable. The software was reinstalled and updated to the newest version. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.